Manufacturer narrative:
Continuation of medical : 5076-52 lead implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, a drop in impedances, and under-sensing of r-waves during arrhythmia. It was also reported that there was possibly far-field over-sensing on the right atrial (ra) lead. The rv lead was not capturing and a chest x-ray showed the lead had dislodged and pulled back into the superior vena cava (svc). The rv lead was explanted and replaced. It was reported that there was difficulty extending the helix of the replacement rv lead and it took an excessive number of turns before becoming fully extended. The replacement rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.